Event description:
The rx vision stent was implanted in 2006. On the next day, the patient experienced chest pain. Sub acute thrombus (sat) was confirmed at the implant stent, which required treatment with ptca and the procedure was completed. No additional information was available.